Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. Under transesophageal echo (tee) and fluoroscopy guidance, the transseptal puncture was performed. A watchman access system (was) was positioned. The physician navigated a pigtail catheter and the was into the anterior lobe of the laa. The pigtail catheter was removed from the was and the watchman flx laa closure device & delivery system (wds) was introduced. It was then noted the was in a different location. A contrast injection showed dye entering the pericardial space and laa. The physician inadvertently pulled everything back slightly. By tee, the effusion was noted around the laa. The tee showed the sheath was in a viable location in the laa to deploy the closure device. The 24mm device was deployed, but landed distal. A full recapture and redeployment was performed and the device was proximal to the ostium. A partial recapture and redeployment was performed and the device was at the ostium of the laa. After confirming the device met all release criteria, the device was released in the laa. A transthoracic echo (tte) was performed every 15 minutes for the next two hours and showed no growth or spread of the effusion. The patient was imaged by tte periodically throughout the night and the next morning. There was no change in effusion. No pericardiocentesis was performed and the patient was discharged and is doing well.